Event description:
During the first fill of automated peritoneal dialysis therapy the patient line extension set appeared to be leaking. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.